Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 9287934. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pegasus bl 22ga x 1.00in qsyte-cap y had foreign matter on 2 occasions before use. The following information was provided by the initial reporter, " on (B)(6) 2020, when the veteran cadre conducted peripheral puncture to the patient, black spots were found at the junction of the diaphragm. The head nurse thought there was something wrong with the product, and the problem sample had been taken back.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9287934. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected device is required for composite testing. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that pegasus bl 22ga x 1.00in qsyte-cap y had foreign matter on 2 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2020, when the veteran cadre conducted peripheral puncture to the patient, black spots were found at the junction of the diaphragm. The head nurse thought there was something wrong with the product, and the problem sample had been taken back.